Event description:
It was reported that during a coronary stent procedure, the balloon ruptured. The pt experienced some chest pain, which subsided within a few minutes. The pt status is listed as "okay".